Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was about to give a bolus when a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. During the call with tandem technical support, the customer stated to be at work and unable to troubleshoot. Multiple attempt have been made to contact the customer that have been unsuccessful.